Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted. The patient is slightly hyperopic postoperative, likely from her lens sitting a little further back because she has a big bag from high myopia. The lens did not rotate, her lens is aligned properly. Through follow-up it was learned that the patient's pre-op best corrected distance visual acuity (bcdva) was 20/60 pinhole (ph) 20/25 in the left eye. Patient is slightly hyperopic post-op, explanting the lens with a higher power (21.0) to help correct for this. At exchange there was no capsule tear, no incision enlargement, no vitrectomy, and no sutures required. Post-op uncorrected distance visual acuity (ucdva) 20/20, bcdva 20/20 at 1 week post op on (B)(6) 2020. No other information was provided.

Manufacturer narrative:
Additional information: device evaluation: product evaluation was not performed because the product has not yet been received. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that there was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.